Event description:
A purchasing agent reported that after an intraocular lens (iol) implant procedure, the pt was intolerant to the lens. The iol was exchanged approximately seven weeks after initial implantation for a lens of same model but less power. In a follow up, the surgeon described the event as "unexpected postoperative myopia" that resolved after the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was returned in pieces. Solution is dried on the lens. Haptic damage and additional optic damage were observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. The file indicated that the iol was exchanged approximately seven weeks after initial implantation for a lens of same model but less power, and the unexplained postoperative myopia resolved after the iol exchange. The returned lens was damaged. The damage is typical in appearance to handling related lens damage. While we were unable to determine the exact origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and condition of the returned sample, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been mae to obtain additional information by phone, fax, and mail. A completed questionaire was received on (B)(4) 2014. (B)(4).